Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that after two seal cycles, sealing could no longer be done. The site stated that an end tone, indicating a completed seal cycle, was heard, although it could not be confirmed if it was heard during the cycles when sealing could no longer be accomplished. Another device was used to complete the procedure without incident. There was no bleeding, no tissue damage and no pt injury.